Event description:
It was reported that the patient fell resulting in a peri-prosthetic fracture. The surgeon took out primary stem and replaced with long stem restoration.

Event description:
It was reported that the patient fell resulting in a peri-prosthetic fracture. The surgeon took out primary stem and replaced with long stem restoration.

Manufacturer narrative:
The event was not confirmed as no device was returned for evaluation and no medical records were received. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for this lot. The exact cause of the event could not be determined because insufficient information was received.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.